Event description:
The arrow raulerson syringe (ars) was found leaking (cracked) prior to patient use. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The arrow raulerson syringe (ars) was found leaking (cracked) prior to patient use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components including an introducer needle for analysis. Signs of use were observed inside the needle hub. Visual analysis of the returned needle revealed one large vertical crack in the needle hub. The needle length measured 68.5mm, which is within the specifications of 67.13mm-68.91mm per needle product drawing. The needle cannula outer diameter measured 0.04986" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.042", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was attached to the returned arrow raulerson syringe (ars). The returned needle was not able to draw or aspirate water due to the crack in the needle hub. A device history record review was performed, and the following findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. One small vertical crack was observed on the needle hub. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. Based on these circumstances and feedback from r & d, the root cause of this complaint is design related. The issue of cracked needle hubs was investigated under a CAPA. The needle hub from this complaint was manufactured in july 2020 which is prior to implementation of the corrective actions in march 2021.